Manufacturer narrative:
Date sent to the FDA: 11/26/2020.

Manufacturer narrative:
Appropriate term/code not available is being utilized to capture no device problem found / no findings available to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014, and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015, and mesh was implanted. It was reported the patient experienced an unknown event. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, a3,b7, d1, d2a, d4, d6b. Additional b5 narrative: it was reported that the patient experienced adhesions, hernia recurrence. It was reported that the patient underwent removal surgery on (B)(6) 2015.

Manufacturer narrative:
Date sent to the FDA: 2/22/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.